Event description:
On (B)(6) 2011 an animas sales representative reported that the patient's (B)(6) requested contact information for (B)(4). She said that the patient's pump may possibly be malfunctioning and is out-of-warranty. The (B)(6) asked that animas not contact the patient at the time because he had unspecified health issues. On the same day, the patient spoke with a different sales representative regarding the upgrade process for his out-of-warranty pump. During the discussion the patient mentioned that he had unexplainable erratic blood glucose readings (over 600 mg/dl) and was once hospitalized for diabetic ketoacidosis. It was reported that he said that he was not sure if there was any problem with the pump and said that his physician was in the process of adjusting his basal rates. (B)(4) attempted to reach the patient regarding this alleged event and left a message to contact them. The patient spoke with a sales representative multiple times since he reported the hospitalization but did not respond to (B)(4) request for follow up. This complaint is being reported because there is not adequate information to rule out the possibility that the pump caused or contributed to the patient's blood glucose excursion.

Manufacturer narrative:
Follow-up # 1 date of submission (B)(4) 2011-device evaluation: the pump has been returned and evaluated by product analysis on 07/29/2011 with the following findings: a review of the total daily dose history from (B)(4) 2011 to the end of pump use on (B)(4) 2011 indicated that insulin delivery totals correctly reflected programmed values. There were no alarms or conditions in the pump history that would indicate a pump malfunction. The pump was exercised for 29 hours with no insulin delivery issues occurring. There were no defects found on investigation. Animas has conducted a review of the device history record for this pump on (B)(4) 2011 and confirmed that it was operating within required specifications at the time of release. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.